Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user attempted to pair a newly inserted freestyle libre 3 plus sensor and experienced a pairing failure, after which a restart of the ilet initiated sensor warmup; subsequent rescanning was required when pairing did not complete, consistent with an intermittent communication failure related to sensor-device interoperability and involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication issue between the sensor and the ilet, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.